Event description:
Provider was attempting to place a fetal scalp electrode on a trial of labor after cesarean (tolac) patient who was laboring naturally without an epidural. The vyaire brand product would not stay snapped into place or stuck to the patients leg and therefore would not read. Registered nurse (rn) at the desk retrieved kendall fetal scalp electrodes (fses) and cord from another room that was placed without incident.